Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.